Event description:
It was reported that the patient had a syncopal episode. Upon interrogation, a vt episode with pause dependent vt was found. Loss of capture and lead dislodgement were observed. Physician confirmed device migration and believes the patient's size and activity may have contributed to the event. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Correction: model for this device was previously reported as (B)(4). This report notes the correct model. Analysis was normal. No anomalies were found.